Manufacturer narrative:
Analysis of the implantable pump serial # (B)(4) identified residue in the motor gear train and wearing on the shaft of the gear or the rotor. (B)(4) no longer applies.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the patient had assumed the pump alarm was their phone. Their wife did, too. There were no further complications reported at this time.

Manufacturer narrative:
Other applicable components are: product ID: 8840, serial#: unknown, product type: programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving a unknown drug at unknown dose and concentration via intrathecal drug delivery pump. The indication for use was not noted. It was reported that the pump had alarmed. The patient "was not aware." The patient had called to say it was "making a noise" on (B)(6) 2018. The hcps did not know when it started. The pump was interrogated and motor stall occurred was read from the logs. No falls or MRI documented or that the patient had mentioned. On (B)(6) 2018, it was confirmed that the patient was being treated with oral medication and was fine. The device would be replaced on (B)(6) 2018. The patient was alive and was not experiencing withdrawal. The issue was not resolved. There were no further complications reported at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information as received from a consumer. It was noted that things went smooth for 5 years to be exact, until one night when they began to feel bad and noticed that their pump was beeping/alarming. The patient called to speak with a physician that was on call and explained to them what was going on. The physician paged another physician. While the patient waited to hear back from the physician, what they were going through had gotten worse, so the patient called the physician who was on call and the physician indicated that they should go to the emergency room as it appeared they were going through withdrawals. On a sunday, a physician had given the patient meds to help with withdrawal. They kept giving dilaudid as that was in the pump and to keep the patient comfortable. When the patient woke up the following morning at 10 am on monday, a physician wanted the pump refilled because they thoug ht it may be empty. They proceeded to do what they always did before refilling regarding withdrawing all the old medication out before inserting the new fill meds. When they withdrew the old medication, it was described as having been a lot, so they figured that the problem was not from the pump being empty. The pump was read and registered as having been stalled. The physician indicated the pump was broken regarding the stall and they needed a new one. The placed a new pump and things again were fine.

Event description:
Additional information was received from the consumer who reported that they had their pump replaced and the reason for the replacement was it just stalled. The patient stated they know if it was empty or not but it wasn't empty, it was just stalled. The patient heard the beeping and was in full blown withdrawal. The patient was given oral medication dilaudid pain pills while they waited for the replacement surgery. No further complications were reported or anticipated regarding the event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the device was officially replaced on (B)(6) 2018. There were no further complications reported at this time.

Manufacturer narrative:
Interrogation of the pump prior to analysis determined that it was programmed to deliver dilaudid (3mg/ml at 0.7992mg/day) and bupivacaine (3mg/ml at 0.7992mg/day). - analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. - eval code-method 4114 no longer applies. Eval code-results 3221 no longer applies. Eval code-conclusion 67 no longer applies. If information is provided in the future, a supplemental report will be issued.